Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported, approximately six years post implant procedure, a fracture of the lead was suspected. During patient follow-up, the following was noted: good defibrillator battery voltage, however, 522 non-sustained ventricular tachyarrhythmia episodes, sensing integrity counter with a high value of 17294, poor sensing, high variable right ventricle pacing impedance trend, and intermittent capture during pacing threshold trend. Consequently, the lead was explanted, and a new pace sense lead was implanted. Patient's outcome was reported as okay post follow-up procedure. No patient complications have been reported as a result of this event.